Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the patient's right atrial lead under-sensing potentially causing the inappropriate automated mode switch (ams) episodes. The atrial leads remained under-sensing with programming changes and further programming recommendations were provided. No patient symptoms reported.